Manufacturer narrative:
Returned device was received in damaged physical condition. The front panel was damaged, three small knobs were cracked and one was missing. The battery door was cracked, the input/output label was damaged and the input manifold assembly was loose on the bottom chassis. During the evaluation of the device, the device was able to cycle continuously for an hour on various settings. The device was dropped but it appeared to be functioning fine. The input manifold assembly was replaced as a preventive measure, the battery door, labels, front panel, and small knobs were all replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the pneupac ventilator was not cycling and is missing knobs. The issue was discovered during testing.